Event description:
It was reported that the burr was stuck on the wire. A 330 cm rotawire and wireclip torquer and 1.25mm rotalink plus were selected for use. During the procedure inside the patient, it was noted that the wire and burr became stuck together. No patient complications were reported.

Manufacturer narrative:
Device evaluated by the manufcaturer. The device was returned for analysis. The device has the distal tip and body kinked in different sections. No more damages were found in the returned device. The guidewire dimensions were measure and are within specifications.

Event description:
It was reported that the burr was stuck on the wire. A 330 cm rotawire and wireclip torquer and 1.25mm rotalink plus were selected for use. During the procedure inside the patient, it was noted that the wire and burr became stuck together. No patient complications were reported.